Event description:
It was reported that the customer experienced a blood glucose (bg) level of 750 mg/dl; cause was unknown and experienced diabetic ketoacidosis. Customer went to the emergency room (ER) and was treated with intravenous fluids of insulin and was released from the emergency room on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check, and it was found that the customer left insulin at "room temperature for several days" and "at least one supply used outside labeling." Cts educated caller on labelling recommendations, customer understood and acknowledged.